Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿mastitis, hair loss, hair thinning, severely dry scalp, hysterectomy, chronic uti's, nail bed thinned, brain fog, peri menopause symptoms, can't focus, tastes have changed drastically, less social, less hungry, almost always cold, hot flashes, night sweats, dry eyes, sore eyes and body is taking much longer to heal from even minor cuts or scraps, dry itchy skin, increased back pain joint pain in neck pack fingers and toes, hip pain, right side down my rib starting hurting for no reason when I lay in certain positions, muscle fatigue, extreme fatigue, difficult and life threatening pregnancy, placenta abruption, bruise more easily, severe anxiety and anxiety attacks, arthritis symptoms, depression has gotten worse.¿ the device remains implanted.